Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial complaint was submitted with 19 august, 2025 as the date of awareness. After further review, it was determined the date of awareness for this event is 31 august, 2025. The complaint of a ruptured catheter is confirmed; however, the exact cause is unknown. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed the device implanted into a patient with a circumferential split in the catheter tubing located just before the insertion site. No dressing or securement device was noted on the device. No additional details of the split could be discerned from the photograph, and no additional damage was seen on the device. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the patient experienced a catheter rupture while wearing the tubing. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.